Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lobectomy procedure, the first staple reload was connected to the handle and it would not fire. Therefore they opened a new handle, attached that same reload, and this handle worked. Current patient status is fine. There was no patient injury or harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia universal instrument and one endo gia roticulator reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a pmv representative reload. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.